Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: patient's blood glucose (bg) is 531 mg/dl no symptoms and she is not sure if related to site/set- had issues with insertion - or if related to painful menses. Patient had a large carbohydrate snack after school and did not bolus for it, and has not tested bg since 1037am. Unable to know if bg is up due to site/set or menses with pain/dehydration and missed bolus. Customer support (cs) instructed reporter to follow-up with health care provider since cannot instruct on correction since bolus was give with previous site and unable to check ketones. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.